Event description:
It was reported that on an 840 ventilator the oxygen sensor % was out of range. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. Required tests and calibrations for this repair were completed in accordance with current service manual.